Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room reporting that they felt something funny in their chest. The lead was not capturing or sensing and the patient's heart rate was in the range of 40 beats per minute. The lead was repositioned due to a suspected microdislodgement, which resolved the issue. No additional adverse patient effects were reported. This lead remains in service.